Manufacturer narrative:
Unit is not being returned for evaluation. During an audit of our complaint files on february 7, 2007, it was noted that the information contained in this complaint may meet the threshold for a medwatch reportable event. Following a reassessment by regulatory, this event has been determined to be reportable.

Event description:
Patient exhibited redness, blistering and denuded skin under the pad adhesive area extending approximately 3" away from the area of the pad. During the rotator cuff repair, the generator setting was at 170. Surgeon activated probe for an extended period of time to achieve his intended effect on the tissue. Additional information from surgery staff received on 6/29/05 indicated that the patient returned for a wound debridement. Doctor was using the valley lab pad.